Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. A scratch was noted on the display screen one month prior to the complaint. Since then, the screen cannot be safely read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings:the complaint of an illegible display screen due to a display screen lens scratch could not be confirmed on investigation. A scratch was observed on the display screen lens, the display screen was legible. No other display screen issues were observed.